Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 220 units of insulin, and initially displayed an accurate fill estimate of over 60 units of insulin in the cartridge. While using the pump for insulin therapy, the insulin gauge decreased to 105 units and remained static. In addition, the customer had been experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. The customer's blood glucose level was not impacted. Follow up with the customer determined the insulin gauge began to decrease as expected. A replacement usb cable was sent to the customer.